Manufacturer narrative:
Should additional info become available, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that the surgeon discovered that a ncb implant was in a double package (instead of 3 pouch). Product was implanted.